Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-100, lot# 493439, mfd. 16 jul 15, expires 2020-07, (B)(4). 2nd (middle): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 15, expires 2020-07, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 15, expires 2020-07, (B)(4).

Event description:
The patient has had a previous lumbar fusion. In (B)(6) 2016, the patient had a left side si joint arthrodesis where three implants were placed. The patient later complained of no pain relief from the si joint arthrodesis and wanted the implants removed. The surgeon did not indicate that the implants were loose or malpositioned in any way and he did not suspect them of being the pain generators. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the si joint implants. The si joint implants were solidly fixed in bone and it took considerable effort to remove them using chisels. He filled the explant voids with bone graft. The status of the patient following the revision procedure is not yet known.